Event description:
It was reported that the micro sagittal saw displayed a bias current error when connected to the console at the user facility, signaling a condition occurred from which the device had the potential to run without user activation.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.